Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found in good condition. Event history log review was performed and found evidence of reported problem. Visual inspection and user mode testing were performed. The customer's reported problem "41622 error code" was duplicated. During investigation after running the pump for a few minutes resulted in the 41622 error. During further investigation the pump was opened and examined inside which revealed a screw lodged between the pump motor and cam. According to the investigation, occasionally this would affect the rotation on the motor and the cam sensor would time out. According to the investigation this issue was caused by improper assemble during manufacturing. The screw will be removed, and the cam sensor replaced.

Event description:
It was reported that the device is alarming error 1260 during test. No patient injury was reported.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol b10009704, as a result of warning letter (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. No physical damage was observed. Unable to download event history log. The device was powered up and alarmed ec1260 which is a corruption of the memory of the circuit board. The root cause of the reported issue was unable to be determined. Actions were taken to mitigate the reported issue: replace circuit board.

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump exhibited system failure codes 41622 and 1003. No adverse effects were reported.